Event description:
During preparation for use for a cardiopulmonary bypass procedure, when the heart lung console was powered on, the line current switch within the hospital ac mains supply was triggered, causing ac power to be disconnected. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.